Manufacturer narrative:
Concomitant products: product ID: 8637, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient receiving morphine via an implantable infusion pump. It was reported that there was a problem during a refill appointment,. An xray was taken and confirmed that the pump had flipped. The patient was referred to a surgeon.